Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission revealed the pulse generator exhibited backup vvi operation. The patient was brought into clinic and a device software download was performed successfully. The patient would continue to be followed normally.